Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ shielded IV catheter was found " leakage at the connection where the wing part of the catheter is connected."there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ shielded IV catheter was found " leakage at the connection where the wing part of the catheter is connected."there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: received one used catheter/adapter assembly without packaging and 72 unused representative units in sealed packages. 22 units in one dispenser and 50 units in another dispenser. DHR review was performed on lot number: 7326966 the lot number was built on afa line 4, from december 8, 2017 thru december 11, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there was 1 non-related qn (bent needle) initiated during the build of this lot. And no reject activity findings throughout the build that would impact upon the quality of the catheter product.one set up and in-process inspections included (but not limited to) damaged tubing, flare damages, adapter damaged/cracked and water/air leak teat. These were performed at various stages throughout the process, all the inspections passed per requirements. Visual/microscopic examination: used ¿ no cuts, holes, splits or the needle piercing thru the catheter tubing wall. No mechanical/physical damage to the outside threads, inside rim of the adapter or cracks in the body of the adapter. Representative units ¿ no cuts, holes, splits or the needle piercing thru the catheter tubing wall. No mechanical/physical damage to the outside threads, inside rim of the adapter or cracks in the body of the adapter. Water/air leak test: a lab used ¿ a lab-supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. No leakage was observed in any area of the used catheter/adapter. Representative units: a lab-supplied male slip luer test fitting was connected to the end of each adapter. The water/air leak test was performed. No leakage was observed in any of the areas of the units. Conclusion(s): the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ shielded IV catheter was found " leakage at the connection where the wing part of the catheter is connected."there was no report of exposure, injury or medical intervention needed.